Event description:
It was reported that during a laparoscopic cholecystectomy and ventral hernia repair procedure, the device was engaged, then after fired, it was noted that the clip was cut in half. The case was completed with this same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the instrument was cycled and it fed and formed two conforming clips; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/ position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.